Event description:
It was reported that following an implant of an artificial urinary sphincter, the patient experienced dysuria. The patient was given medication. The event resolved. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.